Event description:
Reprise japan study. It was reported that endocarditis occurred. Procedure summary: the subject was enrolled into the reprise japan study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen of other antiplatelet medications at the time of index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus valve.successful repositioning of the lotus valve involved partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. The subject was discharged on warfarin and clopidogrel. Post procedure: 1313 days post index procedure, the subject was diagnosed with infective endocarditis. While the subject was in rehab for osteosynthesis for the right femur intertrochanteric fracture, the subject had developed temporary fever. Antibiotics were initiated, and fever resolved. The subject again developed fever. Blood culture revealed enterococcus faecalis and antibiotics were started. Follow up echo, revealed no decrease in the vegetation. At the time of reporting, the event was considered to be not recovered. 1348 days post index procedure, the 23 mm lotus valve was explanted. It was further reported that per site confirmation, the reason of explant was infective endocarditis. Per device explant procedure reports, oblique incision of aorta and observation of the previously implanted lotus valve revealed few warts which were stuck on the valve on the side of the left ventricle. No disruption of the valve leaflets and other findings were observed. No annular abscess was observed. Autologous aortic leaflets were also resected. Annular calcification was decalcified by cusa (cavitron ultrasonic surgical aspirator). Pacing was resumed by permanent pacemaker. Of note, the artificial valve did not reveal any issues in the valve opening and no regurgitation was noted on tee surrounding artificial valve. On the same day, savr was performed and the valve was replaced. At the time of reporting, the event was considered to be recovering.

Event description:
(B)(6) study. It was reported that endocarditis occurred. Procedure summary: the subject was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen of other antiplatelet medications at the time of index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus valve. Successful repositioning of the lotus valve involved partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. The subject was discharged on warfarin and clopidogrel. Post procedure: 1313 days post index procedure, the subject was diagnosed with infective endocarditis. While the subject was in rehab for osteosynthesis for the right femur intertrochanteric fracture, the subject had developed temporary fever. Antibiotics were initiated, and fever resolved. The subject again developed fever. Blood culture revealed enterococcus faecalis and antibiotics were started. .follow up echo, revealed no decrease in the vegetation. At the time of reporting, the event was considered to be not recovered. 1348 days post index procedure, the 23 mm lotus valve was explanted.